Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the auxiliary pyxis bus card malfunctioned, causing the station to shut down. There were no delay or adverse events or injuries reported based on this event.